Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that therapy was initiated on the arctic sun device at 22:30pm and the device began alarming at 22:45pm, as there was no flow through the pads. The pads were then swapped for a new set of pads at 23:20pm and therapy was resumed; however, the water was still not flowing through the new set of pads. At 00:00am, the device was swapped for a second arctic sun device and therapy was initiated on the new set of pads and the second arctic sun device.